Event description:
The pt underwent bilateral l4/5 l5/s1 lumbar decompressive surgery using the baxano io-flex system. Decompressions were performed at l4/5 and l5/s1 with the baxano io-flex microblade shaver. Immediately postop, the pt present with pain and leg weakness. No further info is available regarding the status of this pt.

Manufacturer narrative:
Brand name: baxano io-flex microblade shaver. Common name: rongeur, manual. Model/catalog #: io-mbs5.5. Lot #: 100629. Expiration date: 05/01/2014. Manufacture date: 05/11/2012.